Event description:
It was reported that during a ptca procedure, in which two wires and two balloons were used simultaneously, the balloon would not inflate. While attempting to remove the balloon the shaft broke. The pt experienced an elevated st level which stabilized once the entire system was removed. Pt status is listed as "okay".